Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the patient had inappropriate therapy due to device detection classification of ventricular tachycardia (vt) when it was supra ventricular tachycardia (svt). The device had t-wave oversensing (twos), sensing integrity counter (sic) due to electromagnetic interference and noise. The right ventricular (rv) lead had low r-waves. The device and lead were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.